Manufacturer narrative:
On 14/jul/2021, mentor became aware that the patient's explant surgery has been moved to (B)(6) 2021 due to medical issues she is having. D6b explantation date: (B)(6) 2021. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On december 13, 2021, mentor received additional information confirming the previously unspecified device as a 250cc mentor memorygel breast implant, catalog# 3507250bc, lot# 5584356. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. On december 22 , 2021, the mentor failure analysis lab received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2021, mentor received additional information providing an updated date of implant. Relevant fields have been updated. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2021, mentor became aware the previously submitted report contained an erroneous date of explant in section d6b. The patient will undergo explantation (B)(6) 2021. Manufacturer¿s reference number: (B)(4). Date of explant correctly provided in h10.

Manufacturer narrative:
On january 10, 2022, mentor completed evaluation of the device. Device evaluation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection and leak testing of the returned device. Visual analysis of the returned sample revealed that the gel mod-rnd 250cc breast implant had a crease/fold on the anterior view. Leak testing was performed, in accordance with mentor procedures, and no leak sites were detected during the analysis. Although no conclusion could be reached on the cause of the reported event, the instructions for use contain the following caution: rupture status identified by MRI evaluation includes both suspected ruptures, which are those ruptures identified by MRI but not confirmed by explantation and examination of the device, and confirmed ruptures, which are those ruptures that are confirmed by evaluation of the explanted devices. The event described could not be confirmed as the breast implant was returned without detectable leaks. Although no product rupture was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsules, and effusion to pathology for examination. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information: on april 26, 2021, mentor became aware that the patient has been rescheduled to undergo bilateral device removal on (B)(6) 2021. This report is for the patient's left-sided device. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: rupture and capsular contracture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a caucasian female underwent breast augmentation revision with unspecified mentor gel breast implants and experienced bilateral rupture, baker grade iii capsular contracture on the left side and baker grade IV capsular contracture on the right side postoperatively. The rupture and capsular contractures were confirmed with a sonogram and physical examination. As a result, the patient is scheduled to undergo bilateral device removal on (B)(6) 2021. This report is for the patient's left-sided device.